Event description:
There was a spark by the davinci cord in the cautery machine. The cord was completely off and the part that is connected to the cautery machine is black, and now has a white mark coming out where the cord exits. No pt injury.